Event description:
It was reported to boston scientific that a piranha forceps was used during a procedure performed on (B)(6) 2013. According to the complainant, the device broke in the patient. The condition of the patient is unknown at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.